Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook acrobat¿ calibrated tip wire guide. It was reported that the physician detected the coating of the wire guide peel off during procedure on the patient end. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. The photo provided by the customer shows the wire guide damaged with core wire exposed at the distal end. Our laboratory evaluation of the product said to be involved confirmed the report. The distal end of the wire guide is bent/kinked approximately 2.5cm to 7.5cm from the distal tip. There is wire guide coating damage near the distal end. A section of core wire was exposed approximately 17.7cm to 18.8cm from the distal end. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record does contain a nonconformance that could potentially be related to the reported observation. The device goes through various inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. Investigation conclusion: our evaluation of the returned device confirmed the report of wire guide coating damage. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all acrobat¿ calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.